Event description:
It was reported that a patient discovered a leak in a disposable set. This event occurred during dwell cycle of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and cracks were found along the sheeting weld on the cassette. Functional testing performed included leak testing, clamp function test, clear passage test, and device-device interaction testing. No issues were noted during the function testing. The sample ran on a homechoice machine with no issues noted. The reported problem of fluid traces in the membrane gasket was unable to be verified; however, cracks were identified along the sheeting weld on the cassette. The cause of the reported problem could not be determined. Should additional relevant information become available, a supplemental report will be submitted.